Manufacturer narrative:
Concomitant medical products: 5554-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced small red inflammation near incision site. The doctor decided to revise pocket and add antibacterial absorbable envelope pouch. The device remains in use. No further patient complications have been reported as a resultof this event.